Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one side of the distal clevis on the instrument was broken off. The broken instrument piece was not returned. Engineering concluded that the breakage of the clevis was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Engineering evaluation also found, that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. On (B)(4) 2013, intuitive surgical contacted the or manager at the hospital. The or manager indicated that the surgeon was performing dissection when the permanent cautery hook (pch) instrument broke and that the broken instrument piece was removed laparoscopically from the patient. The planned surgical procedure was completed with an instrument of a different type. The or manager confirmed that there was no injury to the patient. This complaint is being reported due to the following conclusion: a piece from pch instrument broke off and fell into the patient.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the tip of the permanent cautery hook instrument broke off and fell into the patient. The broken fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.